Event description:
It was reported that the device was used during a hand assisted laparoscopic colectomy procedure. After firing the device, the stapler would not open and release from the staple line. Traction was applied to remove, however, it could not be removed and the staple line began leaking due to the tension on the stapleline. The pt was converted to an open procedure. Pt is doing fine at this time.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.